Event description:
Customer alleges where the 2 straps meet the sewing looks as if it was half way sewn. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code for the lift is unknown. The model number of the strap is 9070. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male who is height and weight are unknown. The consumer's preexisting medical condition is that he is a paraplegic. His medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.